Manufacturer narrative:
Device not returned. No evaluation will be performed. If the device or add'l info becomes available, a supplemental report will be issued.

Event description:
It was reported, "the arthroplasty was revised due to infection and acetabular loosening. No evidence of manufacturing related failure. All components were revised. The components were implanted in situ for 3.4 y. The pt presented with ucla score of 4 three months prior to revision surgery. Medical records and x-rays were not provided to stryker for review.